Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system halo was implanted during a procedure performed on (B)(6) 2009. According to the complainant, on (B)(6) 2011, the patient began to experience pain in the hip and back, sore legs, sore throat and sexual intercourse was not possible. Moreover, the patient had difficulty in sitting and staying upright for a long time. The patient stated that she looked like (B)(6) when she get up and had trouble with walking. Subsequently, she would often wake up at night due to pain and also she's unable to lie on her side, neither left nor right.